Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The micro sagittal saw was sent in for service and it ran on its own without activating the handswitch and in safe mode during the performance testing. No adverse event was associated with the device.